Event description:
Following a myosure procedure during which the physician "successfully removed a polyp", a novasure endometrial ablation was begun. There were two unsuccessful cavity integrity assessment (cta) tests with the first device and upon removal of the device "two small holes [were seen] on the device sheath". It was thought this might have been the cause of the unsuccessful cia test and "possibly the results of the tenaculum puncturing the sheath". A hysteroscopy was done "which revealed no cavity compromise". Upon seating the second device, the physician stated "a perforation occurred". This was confirmed on hysteroscopy. The patient then had a laparoscopic "repair of the perforation" as well as a bilateral tubal ligation. Following observation at the hospital, the patient was discharged home. On (B)(6) 2013, it was reported by the physician's nurse that the patient was seen in the physician's office 10 days post procedure and found to be "doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warning: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into t he cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment. (B)(4).